Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's reported issue could not be confirmed as the device was discarded and not returned for evaluation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not conclusively be determined as the device was not returned for evaluation. However, based on the available information, it is likely the ceramic head broke due to improper handling. The tip was likely burnt by the laser probe. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resection sheath¿s ceramic head was found to be broken and a piece of debris fell off just as the device was placed into the bladder but before cutting during a therapeutic holmium laser lithotripsy for bladder stones. The device debris was flushed out and the broken ceramic head was fully assembled. The procedure was completed successfully after using a similar device. There was no reported patient injury or medical intervention associated with this event.